Event description:
A lifecor pt services representative (psr) contacted lifecor customer support to report that she received a call from the pt. The pt stated that he was receiving "add gel or replace belt" messages. The psr stated that the pt was intoxicated and has a known alcohol problem. The psr would not go visit him tonight because she did not feel safe. Ten minutes later, the tp called support and told them that he had removed the device. He stated that he is arguing with his wife and does not want to be bothered with sending data or wearing the device tonight. The pt stated that he would like us to contact his doctor to help arrange the ICD implant. Support was unable to assist pt as he declined to place device on or send data for review. Support sent a psr to the pt the next day. The psr stated that the monitor and electrode belt were damaged. The psr replaced both.

Manufacturer narrative:
Monitor; electrode - 04/2008. Device evaluation summary: device evaluation of monitor has been completed. The reported problem (device was alarming "replace belt") was confirmed. The cause of the reported problem was the j103 connector on the ca board. J103 is one of the connectors that brings ECG input from the auxiliary board portion of the monitor. J103 was completely disconnected making the monitor think the belt had gelled. The root cause of the intermittent connector is unk, but is likely due to the pt dropping the monitor. The monitor was repaired, retested and restocked. No adverse event resulted from the j103 failure. The pt received a replacement monitor. The electrode belt still had not been returned. Once it is returned and evaluated, a supplemental report will be sent.